Event description:
It was reported that the second stopcock had disconnected from the first stopcock on a transduced peripherally inserted central catheter (PICC) line. This was noticed shortly after the patient had been repositioned. The central veinous pressure (cvp) monitor did not indicate a disconnection, and only a few drops of fluid were found on the bed, suggesting the disconnection occurred during repositioning. The registered nurse primed new tubing and informed the providers. The line had a keep vein open (kvo) rate and lipids running through it. There was no harm to the patient, but the line was accessed unexpectedly, posing a risk for central line-associated bloodstream infection (clabsi). Therapies were interrupted because a kvo rate was running through the transduced line to maintain patency. No medical intervention was required, and the issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device was returned for investigation, and the exact cause of the incident cannot be decerned from the submitted description. Due to lack of evidence submitted, the defect cannot be confirmed at this time. Additional evidence is needed for a more thorough investigation. The lot number of this product is unknown; therefore, a device history review (DHR) could not be performed, and no trending analysis could be identified. There is no confirmed trending on this product code. No further actions are planned at this time.